Event description:
End-user states that she has had ulcers off and on for about one (1) year. Currently has three (3) ulcers to the peristomal skin at the 1 o'clock, 5 o'clock and 8 o'clock position located under wafer's mass.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. According to end-user, he does apply powder and stomahesive paste over ulcerations. End-user was provided instructions in crusting techniques by using powder with barrier wipes, and to consult a ostomy nurse in her area. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. (B)(4).